Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken off reservoir tube lip. Analysis was unable to perform displacement test due to broken reservoir tube lip. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked end cap, missing reservoir tube o-ring and missing end cap sticker.

Event description:
The customer reported via phone call that the reservoir compartment was chipped and parts were breaking apart. The customer reported that the reservoir would not lock in place. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.